Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had label information issues. The following information was provided by the initial reporter : the patient reported that when a shelf carton was opened the polybag was found with it's print defective.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-mar-2022. H6: investigation summary one sealed 32g x 4mm pen needle polybag and four photos were returned from lot. No. 0350843, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a crease in the seal of the polybag was observed. No printing issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The issue of creasing occurred due to incorrect bag alignment during the sealing process.

Event description:
It was reported that 1 bd micro-fine¿ plus pro pen needle had label information issues. The following information was provided by the initial reporter : the patient reported that when a shelf carton was opened the polybag was found with it's print defective.